Event description:
It was reported, the pump and catheter were explanted due to an infection. The products were discarded and would be replaced in the near future. The patient had experienced less than 50% therapy relief as well as a return of pain and spasticity. The pump was being used to deliver baclofen and morphine. It was further reported a culture was taken in the pump pocket and the organism was (B)(6). It was also reported, the cause of the infection was an opened incision from a transfer possibly. The patient was on intravenous (IV) antibiotics and planned to have the pump replaced once healed. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported the pump replacement had not yet occurred and there was not a specific date scheduled as of 2014-(B)(6). The hospital kept the explanted products. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).